Event description:
Patient with multiple medical problems, one of which was respiratory in nature. He had 2 traches placed and each were removed after a week b/c of leaks. Both traches were discarded as staff believed the events were not connected. When a leak was noted with the 3rd trache all remaining traches of that lot (5l127) which were 3 in number were tested and the staff found that once the syringe was removed the balloon spontaneously deflated. A decision was made to keep the 3rd trache in place and a stop cock was used to keep the balloon inflated. Materials management located a supply with a different lot number which were emergently delivered on 2/24/94. The patient's condition deteriorated (unrelated to event) and he expired on 3/3/94. As the balloon on the 3rd trache remained inflated with the stop cock in place, it was not changed. All lines and the trache were kept in place when the patient was sent to the morgue and the trache was not retrieved. The nurse manager said all 3 of the traches used on the patient and the 3 tested from the remaining stock were from the same lot (5l127). The risk manager has the 3 from the stock which were not used on the patient but which tested by the staff had leak problems.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, other. Results of evaluation: other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.